Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had a pre-existing trivial pericardial effusion. Visualization was difficult due to the patient anatomy. The clip delivery sysetm (cds) (lot 11013r290) was advanced to the mitral valve however both leaflets were unable to be grasped therefore the clip was not implanted and the cds removed. A second cds (lot 11007r121) was advanced however prior to grasping the leaflets the physician decided to exchange the cds for a different size therefore the cds was removed. The third cds (lot 10623r103) was advanced and the leaflets were able to be grasped however due to the visualization difficulties, leaflet insertion could not be confirmed therefore the cds was removed. The procedure was aborted with the mr remaining at 4+. Worsening of the pericardial effusion was noted at the end of the procedure therefore pericardiocentesis was performed. The patient was kept in the ICU for recovery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported poor imaging is due to patient anatomy. The reported pericardial effusion appears to be due to patient condition. Additionally, pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.